Event description:
It was reported that during a davinci si hysterectomy procedure, the mcs tip cover accessory that is used with the monopoloar curved scissors instrument, slipped off the instrument while in abdomen and fell inside the patient. The mcs tip cover was retrieved and the planned surgical procedure was completed with a new mcs tip cover. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering was unable to confirm the reported failure mode. Visual inspection showed no damage to the mcs tip cover. The mcs tip cover was installed on the in-house monopolar curved scissors instrument and it was a snug fit over the monopolar curved scissors instrument tube extension. The mcs tip cover did not fall out while the mcs instrument was driven on the in-house davinci robotic system. One possible method of tip cover coming off could be during instrument removal from the cannula. This failure is typically only able to be replicated when the tip cover is over-installed past the shoulder of the monopolar curved scissors tube extension. No physical damage found on the mcs tip covers.